Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported tissue injury appears to be related to troubleshooting maneuvers of the reported failed efaa. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue. A third clip was prepared and positioned, reducing the mr to grade 2+. However, during the test for releasing the third clip, the lock did not work, and the clip continuously opened every time the test was performed before release. All possible troubleshooting was attempted without success. It was necessary to remove this clip, which caused chord rupture due to being very commissural. A new clip was positioned in the medial commissure, reducing the mr from 4+ to 2+. It was noted that during preparation, the last clip also presented a lock defect but was corrected with troubleshooting, raising the lock above the blue safety line. In post-procedure exams, the clips remain stable. The patient presents hemodynamic stability and remains stable under medical supervision with a forecast for discharge.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue. A third clip was prepared and positioned, reducing the mr to grade 2+. However, during the test for releasing the third clip, the lock did not work, and the clip continuously opened every time the test was performed before release. All possible troubleshooting was attempted without success. It was necessary to remove this clip, which caused chord rupture due to being very commissural. A new clip was positioned in the medial commissure, reducing the mr from 4+ to 2+. It was noted that during preparation, the last clip also presented a lock defect but was corrected with troubleshooting, raising the lock above the blue safety line. In post-procedure exams, the clips remain stable. The patient presents hemodynamic stability and remains stable under medical supervision with a forecast for discharge.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.